Event description:
It was reported that this left ventricular (lv) lead showed what appears to be far field sensing of the ra lead channel. Also, pacing inhibition markers were observed at the electrogram. A chest x ray was recommended to determine if the lv was in position. Reprogramming options were recommended around the sense vector of the lead. Additional information was received from the clinician mentioning that lv lead also showed difficulties with pacing thresholds. The lv lead sensing was turned off at some point and the last lv lead automatic threshold test showed a normal value and it appeared to be appropriate. The lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed what appears to be far field sensing of the ra lead channel. Also, pacing inhibition markers were observed at the electrogram. A chest x ray was recommended to determine if the lv was in position. Reprogramming options were recommended around the sense vector of the lead. The lv lead remains in service. No adverse patient effects were reported.